Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00795.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00795. It was reported that due to stimulation in the wrong location, the patient had their leads explanted and replaced to address the issue.